Event description:
Additional information received on 10/4/2024: nothing broke in the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8978p batch 15217725 was received for investigation. Visual evaluation noted that the eyelet was not returned for evaluation. Functional testing was not performed due to the damage of the device. The most likely cause can be attributed to improper bone misaligned insertion; or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/30/2024, it was reported by a sales representative via email that an ar-8978p dx swivelock sl forked eyelet did not release in the bony foramen and the device would not come out. This was discovered during a procedure on (B)(6) 2024. The case was completed using another ar-8978p dx swivelock sl.